Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 8:30 am due to a high blood glucose of 378 mg/dl. Blood glucose at the time of the call was not provided. Customer experienced symptoms related to high blood glucose such as high amount of ketones. The customer was wearing the insulin pump at the time of admission. The customer reported that they were unable to get the tubing inside the insulin pump leading to the hospitalization. Troubleshooting for high blood glucose was not performed. The insulin pump will be/will not be returned for analysis. The auto mode feature was not in use.